Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Unable to relieve bowels [constipation]. Due to nausea [nausea]. Could not eat / unable to consume anything [unable to eat]. Applied excessive amount of adhesive cream, up to a circle / it hurts when using wet towel pad to pull the dentures [wrong technique in device usage process]. Unable to remove the upper dentures [device difficult to remove]. Case description: this case was reported by a consumer via call center representative and described the occurrence of constipation in a 87-year-old male patient who received double salt dental adhesive cream (polident denture adhesive cream fresh mint) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included dementia. Concomitant products included no therapy. On an unknown date, the patient started polident denture adhesive cream fresh mint. On an unknown date, an unknown time after starting polident denture adhesive cream fresh mint, the patient experienced constipation (serious criteria hospitalization), nausea (serious criteria hospitalization), wrong technique in device usage process and device difficult to remove. The action taken with polident denture adhesive cream fresh mint was unknown. On an unknown date, the outcome of the constipation, nausea, wrong technique in device usage process and device difficult to remove were unknown. It was unknown if the reporter considered the constipation and nausea to be related to polident denture adhesive cream fresh mint. The reporter considered the wrong technique in device usage process and device difficult to remove to be related to polident denture adhesive cream fresh mint. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative on 25-jan-2021. Consumer indicated her family member has been using polident product, due to some reason was admitted to hospital. The carer assisted family member to apply the adhesive cream but might have applied an excessive amount, up to a circle, resulting in the dentures unable to be removed, called and ask how to deal with it? Consumer indicated previously when consumer apply the adhesive cream for family member at home, [consumer] applied 3 spots and there was no issue with removing the dentures. Consumer indicated on (B)(6), due to nausea family member could not eat, unable to relieve the bowels, unable to consume anything hence was hospitalized. Consumer indicated around (B)(6), after using the adhesive cream to wear dentures, unable to remove the upper dentures as per normal until now, it hurts if removed forcefully, it hurts when using wet towel pad to pull the dentures. Consumer indicated she finds it unbelievable as well. Consumer indicated family member has dementia, will rinse mouth when standing in bathroom, but less likely to rinse mouth when lying on bed, and only consumes lukewarm porridge and steamed bread. Consumer indicated family member complained unable to remove the dentures for 4-5 days, however there was no discomfort when constantly wearing the clean denture in the mouth to consume food. Consumer consented to follow-up. Case correction performed to the initially processed report received on 25jan2021 identified during external review which was notified on (B)(6) 2021: event of unable to eat (serious criteria hospitalization) added. It was unknown if the reporter considered unable to eat to be related to polident denture adhesive cream fresh mint.

Manufacturer narrative:
Argus case (B)(4).

Event description:
Unable to relieve bowels [constipation], due to nausea/ could not eat / unable to consume anything [nausea], applied excessive amount of adhesive cream, up to a circle / it hurts when using wet towel pad to pull the dentures [wrong technique in device usage process], unable to remove the upper dentures [device difficult to remove]. Case description: this case was reported by a consumer via call center representative and described the occurrence of constipation in a (B)(6) year-old male patient who received double salt dental adhesive cream (polident denture adhesive cream fresh mint) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included dementia. Concomitant products included no therapy. On an unknown date, the patient started polident denture adhesive cream fresh mint. On an unknown date, an unknown time after starting polident denture adhesive cream fresh mint, the patient experienced constipation (serious criteria hospitalization), nausea (serious criteria hospitalization), wrong technique in device usage process and device difficult to remove. The action taken with polident denture adhesive cream fresh mint was unknown. On an unknown date, the outcome of the constipation, nausea, wrong technique in device usage process and device difficult to remove were unknown. It was unknown if the reporter considered the constipation and nausea to be related to polident denture adhesive cream fresh mint. The reporter considered the wrong technique in device usage process and device difficult to remove to be related to polident denture adhesive cream fresh mint. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative on (B)(6) 2021. Consumer indicated her family member has been using polident product, due to some reason was admitted to hospital. The carer assisted family member to apply the adhesive cream but might have applied an excessive amount, up to a circle, resulting in the dentures unable to be removed, called and ask how to deal with it? Consumer indicated previously when consumer apply the adhesive cream for family member at home, [consumer] applied 3 spots and there was no issue with removing the dentures. Consumer indicated on (B)(6), due to nausea family member could not eat, unable to relieve the bowels, unable to consume anything hence was hospitalized. Consumer indicated around (B)(6), after using the adhesive cream to wear dentures, unable to remove the upper dentures as per normal until now, it hurts if removed forcefully, it hurts when using wet towel pad to pull the dentures. Consumer indicated she finds it unbelievable as well. Consumer indicated family member has dementia, will rinse mouth when standing in bathroom, but less likely to rinse mouth when lying on bed, and only consumes lukewarm porridge and steamed bread. Consumer indicated family member complained unable to remove the dentures for 4-5 days, however there was no discomfort when constantly wearing the clean denture in the mouth to consume food. Consumer consented to follow-up.